Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder was chosen using a 14f torqvue delivery sheath. Prior to the procedure, no effusion was observed. The patient's opening systolic pressure was 120. When attempting to implant the occluder, the device was recaptured twice because deployment and lobe placement were unsatisfactory, and the device failed the tug test. The physician decided to remove the device and exchange it with a smaller 28mm amplatzer amulet left atrial appendage occluder. When attempting to implant the replacement device it was recaptured once and deployed with no issue. The physician noticed a trace effusion on posterior side after checking 4 views of device. The patient's pressure dropped to 95/55. The patient's act was recorded at 271. Heparin and 50mg of protamine were administered. Pericardiocentesis was performed non-emergently on the table and 300cc of blood was removed with echo guidance. The patient was awake and alert during drain. The echo physician confirmed the removal of effusion and the patient returned to baseline. The patient was admitted to the hospital overnight for observation. There were no other adverse patient effects. The patient was discharged the morning of (B)(6) 2022.

Manufacturer narrative:
An event of pericardial effusion was reported. The device was returned to abbott for investigation and the device met visual specifications when analyzed under non-physiological conditions. All stabilization wires were in place with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated the patients act level was in the therapeutic range and that the device was recaptured multiple times during the procedure, with a previous device having been removed before which also had multiple recaptures and manipulations of the device. These manipulations could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.